Event description:
It was reported that the rigid video scope has no image when it's connected to the monitor. The event occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned for evaluation and the customer's allegation was confirmed. In addition, there was damage on distal end and minor cracks on sides and cuts on video cable were found. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image was away from the field and due to a component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the rigid video scope has no image when it's connected to the monitor. The event occurred, during preparation for use. There were no reports of patient harm.